Manufacturer narrative:
Concomitant product: cook qid-1 inflation device. For the one (1) reported event, the device was not returned to cook endoscopy and the operating condition was unable to be confirmed. A product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. We could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The additional information provided indicated the balloon did not receive lubrication or negative pressure prior to advancement through the endoscope. This is the most likely cause for the reported observation. The instructions for use direct the user to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Damage to the balloon material can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: ¿do not pre-inflate the balloon.¿ the instructions for use direct the user to ensure the balloon is completely visualized and positioned before inflation. The instructions for use contain the following warning: "during dilation do not inflate balloon beyond the maximum indicated inflation pressure", as this could result in overextension or bursting of the balloon. The instructions for use state: "to achieve increasingly larger balloon diameters, increase pressure as indicated on catheter tag." Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a failure of the balloon material. Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. A review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic was used for esophageal dilation. The first device ruptured during use, so it could not inflate. See MDR number 1037905-2016-00102. Then, it was changed with another device. The second hercules 3 stage wireguided balloon esophageal-pyloric-colonic could not maintain the pressure but the physician continued to use the device despite the event. When the device was removed from the patient, rupture was found. Once the physician finished the procedure with the second device though, he judged that the target site was not sufficiently dilated and decided to perform additional dilation with another cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The procedure was completed with no problem. The event involved a patient with no patient consequences.

Manufacturer narrative:
Manufacturer exemption number: e2015051. This MDR report is part of the 227 pilot program. Continued from section d 11: cook qid-1 inflation device. For the one (1) reported event, the device was not returned to cook endoscopy and the operating condition was unable to be confirmed. A product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. We could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The additional information provided indicated the balloon did not receive lubrication or negative pressure prior to advancement through the endoscope. This is the most likely cause for the reported observation. The instructions for use direct the user to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Damage to the balloon material can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: do not pre-inflate the balloon. The instructions for use direct the user to ensure the balloon is completely visualized and positioned before inflation. The instructions for use contain the following warning: "during dilation do not inflate balloon beyond the maximum indicated inflation pressure", as this could result in overextension or bursting of the balloon. The instructions for use state: "to achieve increasingly larger balloon diameters, increase pressure as indicated on catheter tag." Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a failure of the balloon material. Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. A review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic was used for esophageal dilation. The first device ruptured during use, so it could not inflate. See MDR number 1037905-2016-00102. Then, it was changed with another device. The second hercules 3 stage wireguided balloon esophageal-pyloric-colonic could not maintain the pressure but the physician continued to use the device despite the event. When the device was removed from the patient, rupture was found. See MDR number 1037905-2016-000103. Once the physician finished the procedure with the second device though, he judged that the target site was not sufficiently dilated and decided to perform additional dilation with another cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The procedure was completed with no problem. The event involved a patient with no patient consequences.